Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) message" was confirmed in the platform's archive data and functional testing. The root cause of the reported complaint was a seized brake assembly due to rust/corrosion on the brake housing area, which led to the drivetrain motor failing to rotate (initiate compression). The rust and seized brake result from humidity or user handling. The storage condition of the platform is not known, but a review of the autopulse platform archive revealed that frequent daily checks had not been performed. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing.the secondary reported complaint that "the autopulse platform displayed user advisory "(ua) 06" (max battery temperature exceeded)" message was not confirmed in the platform's archive data and functional testing.visual inspection showed no physical damage on the autopulse platform. However, upon removal both front and bottom covers, zoll service tech observed fluid/blood ingress. The interior of the autopulse platform required to have bio-cleaning. This observed issue is unrelated to the reported fault code 16 and (ua) 06 errors.the archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) around the customer's reported event date, confirming the reported complaint. No ua06 error recorded in the archive and was not reproduce during functional testing.the autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized from corrosion which triggered fault code 16 reported by the customer. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). A brake gap inspection was then performed and verified the brake gap was within the specification. Zoll awaiting customer's approval on service repair.historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, customer reported that the autopulse platform ((B)(6)) displayed user advisory "(ua) 06" (max battery temperature exceeded) and "fault code 16" (timeout moving to take-up position) error messages. Now the screen is unreadable. No patient involvement.

Manufacturer narrative:
Correction: the manufacturing date of the autopulse platform is entered in section h4.